Event description:
A falsely elevated troponin result of 33.6 ng/ml was obtained on a pt sample. The result was not reported to the physician. Since the sample was received frozen from a satellite laboratory, the lab re-spun the sample and reran the sample on the same analyzer. The result was 0.06 ng/ml. Pt treatment was not prescribed or altered, and there was no report of adverse health consequences to the pt as a result of the falsely elevated troponin result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sample integrity.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was sample integrity. The IFU for dimension ctni flex reagent cartridge contains the following info: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is performing within specifications.